Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 01-feb-2024. H6: investigation summary: bd received four [4] samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed in 3 of 4 tubes. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after opening the outer packaging of two (2) bd vacutainer® sst¿ blood collection tubes, there were bubbles in the gel. No patient impact was reported.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). E1. Initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after opening the outer packaging of two (2) bd vacutainer® sst¿ blood collection tubes, there were bubbles in the gel. No patient impact was reported.